Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an epigastric hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon performed debridement of incisional hernia with resection of small bowel, primary anastomosis, debridement of skin, soft tissue, fascia and muscle and removal of infected mesh. It was reported the patient experienced severe pain. Other implanted product is captured in a separate file. No additional information was provided.